Event description:
The patient was revised due to pseudotumor attributed to mom

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds no unusual wear. Damage in the form of scratching on the femoral head and a gouge in the insert, is found most likely from extraction. Mating damage is not found on the articulating items. Brown substance is found in the female taper of the returned femoral head. The femoral stem was not returned for evaluation and cannot be commented upon. Review of provided patient x-rays by depuy commercialized product development finds due to the quality, no comments can be made. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.